Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing was completed but did not pass. Baseline evaluation was not performed due to the touch response stopped working after 1 min of the evaluation. Visual inspection noticed gap on the assy foot pad. The programmer was powered on and the logfile was downloaded. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low.

Event description:
It was reported that the touchscreen of this programmer was unresponsive. This programmer was out of service and returned for analysis.